Event description:
It was reported that due to the pump not filling correctly, causing no erection, the patient will have his inflatable penile prosthesis (ipp) explanted. This patient visited his physician multiple times regarding his pump issues starting on (B)(6) 2019, when the pump was not filling correctly with no erection. The physician was able to inflate/ deflate the patients device on the (B)(6) 2020, but on (B)(6) 2020, the physician was unable to inflate the device. On (B)(6) 2020, the physician states that the pump was sluggish with no erection, and the physician suspected an issue with device, and scheduled a future surgery to replace the device.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the pump not consistently working and the cylinders not inflating/deflating. The cylinders were found to be kinked. Previous to this surgery, the patient visited his physician multiple times regarding his pump issues. A patient outcome of no adverse reactions were reported.

Manufacturer narrative:
This report is being submitted to provide updated/additional information related to the investigation of this event. This event was previously reported in duplicate. See report 2183959-2020-06377.